Event description:
Head section is going up all the time, even after lowering it. Faulty rh caregiver pcb and replaced it, which resolved the issue. Bed is now fully functional. No injury being reported.